Event description:
On (B)(6) 2025, a patient reported that their infusion set tubing was leaking at the insertion site, resulting in elevated blood glucose levels that were managed with multiple daily injections (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.